Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') and sepsis ('blood infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In (B)(6) 2017, the patient underwent hysterosalpingectomy ("hysterectomy, with removal not only of her fallopian tubes but also of her uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), feeling weightless ("feeling of weightlessness"), metal poisoning ("metallosis"), headache ("headache"), fatigue ("tiredness"), muscle contracture ("contractures"), feeling abnormal ("foggy feeling in the head"), tinnitus ("tinnitus"), temperature intolerance ("sensitivity to cold"), hyperacusis ("sensitivity to noise"), urinary tract infection ("urinary tract infections"), paraesthesia ("paraesthesia") and burning sensation ("burning sensation"). The patient was treated with surgery (remove the essure device by salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, sepsis, hysterosalpingectomy, feeling weightless, metal poisoning, headache, fatigue, muscle contracture, feeling abnormal, tinnitus, temperature intolerance, hyperacusis, urinary tract infection, paraesthesia and burning sensation outcome was unknown. The reporter considered abdominal pain, burning sensation, fatigue, feeling weightless, headache, hyperacusis, hysterosalpingectomy, metal poisoning, muscle contracture, paraesthesia, sepsis, temperature intolerance, tinnitus, urinary tract infection and feeling abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') and sepsis ('blood infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In (B)(6) 2017, the patient underwent hysterosalpingectomy ("hysterectomy, with removal not only of her fallopian tubes but also of her uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), feeling weightless ("feeling of weightlessness"), metal poisoning ("metallosis"), headache ("headache"), fatigue ("tiredness"), muscle contracture ("contractures"), feeling abnormal ("foggy feeling in the head"), tinnitus ("tinnitus"), temperature intolerance ("sensitivity to cold"), hyperacusis ("sensitivity to noise"), urinary tract infection ("urinary tract infections"), paraesthesia ("paraesthesia") and burning sensation ("burning sensation"). The patient was treated with surgery (remove the essure device by salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, sepsis, hysterosalpingectomy, feeling weightless, metal poisoning, headache, fatigue, muscle contracture, feeling abnormal, tinnitus, temperature intolerance, hyperacusis, urinary tract infection, paraesthesia and burning sensation outcome was unknown. The reporter considered abdominal pain, burning sensation, fatigue, feeling weightless, headache, hyperacusis, hysterosalpingectomy, metal poisoning, muscle contracture, paraesthesia, sepsis, temperature intolerance, tinnitus, urinary tract infection and feeling abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('cramps') and sepsis ('blood infections') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In (B)(6) 2017, the patient underwent hysterectomy ("hysterectomy, with removal not only of her fallopian tubes but also of her uterus"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), the first episode of feeling abnormal ("feeling of weightlessness"), metal poisoning ("metallosis"), headache ("headache"), fatigue ("tiredness"), muscle contracture ("contractures"), the second episode of feeling abnormal ("foggy feeling in the head"), tinnitus ("tinnitus"), temperature intolerance ("sensitivity to cold"), hyperacusis ("sensitivity to noise"), urinary tract infection ("urinary tract infections"), paraesthesia ("paraesthesia") and burning sensation ("burning sensation"). The patient was treated with surgery (remove the essure device by salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, sepsis, hysterectomy, metal poisoning, headache, fatigue, muscle contracture, the last episode of feeling abnormal, tinnitus, temperature intolerance, hyperacusis, urinary tract infection, paraesthesia and burning sensation outcome was unknown. The reporter considered abdominal pain, burning sensation, fatigue, headache, hyperacusis, hysterectomy, metal poisoning, muscle contracture, paraesthesia, sepsis, temperature intolerance, tinnitus, urinary tract infection, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.